Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 411mg/dl at the time of incident. Customer stated they treated with bolus high blood glucose value. Customer declined to troubleshoot for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with serial number label fading. The test guardian link communicates properly to the pump. No calibration not accepted alert noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.